Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the suspected device optical fiber cable at the scope socket was defective, resulting in the reported no image. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the visera 4k uhd camera control unit exhibited no image. It was reported that the issue occurred for the third time. The event occurred during preparation for use, prior to a laparoscopic surgery procedure and the patient was not under anesthesia. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty optical fiber cable. The root cause of the faulty optical fiber cable was unable to be identified. Olympus will continue to monitor field performance for this device.